Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the irc5p concentrator turns on and it beeps, and about 10 seconds later the unit shuts off with no alarms.